Event description:
It was reported that during a video laparoscopic appendectomy procedure, the stapler trigger broke. The stapler locked and due to the force applied, it broke. It was replaced. The procedure was completed with a same like device. There was no patient consequence reported

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing trigger broken and with a 6r45b reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The device opened and closed as intended. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no abnormalities were noted. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.